Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow would not calibrate the stepper motor (drives to max flow). There was no patient involvement.